Event description:
Per territory business manager (B)(6) all the tires are falling apart on the rollator. Dealer stated hand grips looked like they have been replaced and cannot read lot number. Tbm could not provide any further information.